Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed no delivery during insulin bolus delivery. The reservoir is not empty. Customer was instructed to deliver a 5 insulin fixed prime and insulin exits the tubing. No bent cannula on the infusion set. It was also reported that the customer received no delivery alarms during prime and gave two complete bolus. Then customer experienced low blood glucose of 2 mmol/l; not hospitalized. Current blood glucose value ID 5.7 mmol/l. Nothing further reported.